Manufacturer narrative:
D10 concomitant product: oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot # p4g0949). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic inguinal hernia repair, the end of the trocar broke off during insertion into the abdominal cavity. The tip of the trocar fell into the pre-peritoneal abdominal cavity and was retrieved using a grasper through another trocar. Subsequently, the other trocar had its seal ring come off during insertion of the mesh down the trocar. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device spiked trocar was received. The obturator was not received. The circular seal was cut with a piece disengaged and not received. The duckbill seal was cut with a piece disengaged and not received. The cannula and the flanges of the anchors appeared intact. Functional testing found that the device failed an air leak test. It was reported that the end of the trocar broke off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is has contact with a surgical instrument during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.